Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another manufacturer's right atrial (ra) lead and this pacemaker exhibited low out of range pacing impedance measurements in bipolar configuration for an unknown reason. The lead was reprogrammed to unipolar pacing. It was also noted that when the patient was just sitting in a chair their atrial pacing rate would slowly increase to 120 beats per minute (bpm) and then drop to 60 bpm. They were using zip telemetry and the wand was not on device. When the minute ventilation (mv) feature was programmed off the faster rates ceased. Boston scientific technical services (ts) was consulted and suggested saving the device's memory to a disk to send in for engineering analysis. Since they were unsure if there was any interference they opted to not send in the device's memory for analysis at this time and programmed mv off in the device. No adverse patient effects were reported.